Manufacturer narrative:
(B)(6). Based on the information obtained during baxter's investigation, this incident was confirmed. The root cause for the report of use error-breach in aseptic technique, which resulted in the peritonitis was undetermined. The label review found the labeling adequate for the use error that was identified in this complaint.

Event description:
The following information was received from global pharmacovigilance (gpv) and is a spontaneous report by a baxter employed health professional from (B)(6) of diarrhea and peritonitis in a home patient (hp). On (B)(6) 2012, the hp was diagnosed with diarrhea and peritonitis manifested as abdominal pain and cloudy effluent. The cause of the peritonitis was reported to be performing therapy in a poor environment. On (B)(6) 2012, the patient was hospitalized for the event. On an unreported date the patient began remedial treatment with cefazolin and fortum (dose, route and frequency not report). On (B)(6) 2012, the patient was discharged from the hospital. It was not reported if the hp was retrained on proper aseptic technique. The hp recovered from this peritonitis event.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. A sample is not required for use error as there is no allegation against the device. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A follow up report will be submitted if additional information becomes available.